Manufacturer narrative:
No sample investigation will be performed based on pictures rec'd and a supplemental report filed. (B)(4).

Event description:
The nurse found skin ulcer on the skin near the insertion part. This incidents were found after the nurse removed the catheter.